Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the air pen drive device was lacking power and variations of power. There were no delays in the surgical procedure. It was reported that the procedure was finished with the actual device. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The establishment name was documented as ch arcachon in the initial medwatch. Subsequent follow-up with the reporter determined that the establishment name is clinique arcachon. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.